Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to the service center for evaluation. A visual inspection was performed on the received device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it partially split in cross direction and wear with no metal exposed. The distal end of the device was inspected under a microscope and found 10mm of the probe detached. The detached probe was not returned. The device was attached to the usg-400/esg-400 and a probe check was performed and failed the probe check. An u509 error code was observed on the generator. Both switches were checked and found to be functional. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque was normal and smooth. Based on the similar reported events, the cause of the detached probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the damage teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the probe or teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during an unspecified procedure, a piece of the jaw separated from the tip and the handpiece stop working. The procedure was completed with a similar device. There was no patient injury reported.